Event description:
Information received by medtronic indicated that system notice message 50032 (the safety system has detected a compromised outer vacuum) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. No patient complications were reported. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on 06/19/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and confirmed system notice message 50032 "outer vacuum compromised" at the 16th injection. Smart chip verification indicated the catheter was used for 16 injections. Visual inspection showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice message 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection / pressure tests showed a guide wire lumen kink at 0.51 inches proximal from the tip and also revealed a guide wire lumen breach at 0.51 inches from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.